Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-liners-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk, item # unk, hip-unknown-heads-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-02399, 0001825034-2018-02400, 0001825034-2018-02401.

Event description:
It was reported that a patient had a revision surgery an unknown time post implantation due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed by review of x-rays. X-ray review shows that there is lateral off-center of the femoral head within the acetabular cup, consistent with polyethylene wear. Significant rounded lucency is present along the superolateral aspect of the acetabulum consistent with osteolysis. There is absence of bone along the lateral aspect of the proximal femoral diaphysis with ossific density seen within the soft tissues in these regions suggesting possible fracture. Possible fracture or iatrogenic injury involving the lateral cortex of the proximal femoral diaphysis with ossific densities within the overlying soft tissues, which could relate to heterotopic ossification or fracture fragments. Significant radiolucency is seen involving the greater and lesser trochanter, possibly evidence of osteolysis. Radiolucency along the proximal femoral diaphysis medially. Radiolucencies along the proximal femoral stem suggestive of loosening. On the frog-leg lateral view. Overall fit, size and orientation of the cup is appropriate. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.